Event description:
Boston scientific received information stating: gradual increasing atrial impedance. The lead remains implanted at this time. No adverse patient effects. (B)(6) london lead implanted-(B)(6) 2008. Event date (B)(6) 2012. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).